Manufacturer narrative:
Findings: no excessive "no delivery" alarm during testing. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit, failed battery test alarms during testing. Unit passed self-test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 452 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that the insulin pump kept alarming to insert a new battery even though they had just replaced the batteries. The customer did not troubleshoot the issue, but instead wanted a replacement insulin pump. The customer stern their insulin pump back for analysis.